Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated, that in 10 years of use, there was a pin hole on the part of the catheter and leakage occurred. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.